Event description:
Sorin group received a report that the scp did not display the flow rate during a procedure. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the scp did not display the flow rate during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.